Manufacturer narrative:
Pump received with no button response due to unlocked j2 keypad connector on lcd board. Pump received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive or intermittently responsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 121 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.